Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was electively explanted nine months later during an upgrade procedure. The device was returned to boston scientific and subject to normal device testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the physician's office after receiving a few shocks. When attempting to view the electrogram, the episodes were found to be overwritten since there were forty six episodes after the shocks occurred. It was noted that the patient is also in atrial fibrillation. It was thought that the tachycardia therapy was inappropriately given due to the atrial fibrillation and that vt-1/vt episodes overwrote the shock episodes. The device had been programmed in a monitor only zone at 150. It was noted that the episodes started in vt-1 zone and then accelerated to vt where patient received the shocks. Technical services (ts) discussed programming off the monitor only zone so those episodes do not overwrite the shock episodes in the vt-1 and vt zones. Ts advised the clinician that it was up to their discretion to changing zone programming if appropriate for the patient. The device remains in service and no adverse patient effects were reported.